Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 27.9 mmol/l at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer last changed her infusion set two days prior to the event. The customer uses quick-set infusion sets. The customer sits when she inserts the infusion sets, so she was advised to stand during insertion. When the history files were checked, several no delivery alarms were recorded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.